Event description:
A 4.0 mm diameter x 12 mm length nc sprinter rx balloon dilatation catheter was used to treat in-stent restenosis within a previously deployed stent which exhibited 75% stenosis with moderate calcification. The balloon of relevant device was inflated on six occasions at the lesion site prior to the rupture at 18 atms. No abnormalities were noted to the relevant device during the preparation and inspection prior to use. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The entire device was bent and wavy possibly as a result of coiling. There was contrast and blood present in the balloon and inflation lumen. Blood residue was evident along the distal shaft and the distal tip. Negative purge failed to confirm the presence of a leak due to the presence of contrast and blood residue from the inflation lumen. The device was placed in a water bath to disperse the residue from the inflation lumen. On removal of the device from the water bath, negative purge confirmed the presence of a leak. A short tear was located on the body of the balloon distal to the distal marker band. Communication from the field confirmed that the balloon was inflated six times at the lesion site prior to the rupture at 18 atms. The balloon was used to treat in-stent restenosis within a previously deployed stent which exhibited 75% stenosis with moderate calcification. It was reported that no abnormalities were noted to the relevant device during the preparation and inspection prior to use. Based on info available, the device has not been identified as the root cause of the event. The nature of the tear on the balloon is consistent with the balloon material being pressed against stenosis or calcium as the device is being inflated resulting in a rupture. Therefore, it appears the root cause of the event was most likely due to the pt lesion morphology.

Manufacturer narrative:
(B)(4): eval results and conclusion: (calcified lesion with 75% stenosis).